Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 with interbody cage. To achieve fusion, surgeon performed a procedure by utilizing rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery, the patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2003, the patient underwent repeat right-sided minimally invasive total discectomy with lumbar interbody fusion using bmp and interpore, insertion of titanium lordotic cage l5-s1, percutaneous pedicle screw fixation right side l5-s1, interpretation of c - arm. Preoperative diagnosis: herniated disc, recurrent, l5-s1 with back pain, right side. Per-op notes: "once the satisfactory position of the cage was obtained, bmp, that had been soaking in collagen sponges for more than hour, was placed inside the cage. A piece of bone wax was used to seal the back of the cage and the area was irrigated with saline."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.